Event description:
It was reported that the right atrial (ra) lead exhibited high pacing thresholds and high pacing impedance. The physician suspected the ra lead was damaged. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.